Event description:
The dealer reported that the gear piece on the handle was sheared where the screw enters by the chair. This could potentially cause product instability and risk for injury to the caregiver or user.